Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod less than an hour. Patient reported pain during cannula insertion, no treatment was required for the pain. Patient was unsure if the cannula was properly seated at the infusion site. When pod was removed from the infusion site, the pod's cannula was found to be bent. As treatment a new pod was able to be applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion or cause pain during insertion. The exact cause of the reported unsure properly inserted and pain during insertion events could not be determined, and no problem was found regarding the reported cannula bent/kinked event.